Event description:
The MFR has changed/improved the criteria for making MDR decisions. Upon a retrospective review, the following event is now believed to be reportable. A customer returned a slim prass flush tip probe stating that "when they tried to fold it, the end fitting broke." It was revealed that a second probe was folded and broken. A f/u with the doctor revealed that "he had tried to stimulate with broken probes." Testing/repair confirmed the reported break. A f/u on the pt revealed no injury was a result of the reported event. The use of a broken probe may result in compromised (B)(4)system operation.

Manufacturer narrative:
When info suggests that the (B)(4) equipment had the potential to not stimulate to affect electromyograph (emg), or to detect emg, it is assumed that the failure was device-related and may have gone undetected. In this case, there is no info to suggest an event could not be interpreted falsely - the report is inconclusive as to the cause of field observation. Therefore, without info to reasonably suggest serious injury, or that medical intervention was required to preclude serious injury, we are filing this report as a product problem. This product was being used for treatment, not diagnosis. This prass probe is intended for use as an intraoperative motor nerve stimulator with the nerve integrity monitor or other emg monitors. The nim system is intended for locating and identifying cranial and peripheral motor and mixed motor-sensory nerves during surgery, including spinal cord and spinal nerve roots. If the system fails to perform as intended, (effect or detect electromyographic (emg) it presents the potential for temporary or permanent damage to the nerve that is present. The (B)(4) system has built in alarms and warnings to alert users of a system failure. At this time we are unable to confirm whether the customer was aware of such alerts. This reported event has no reference to an alarm or warning, therefore, it must be assumed that an alarm or warning went undetected or did not occur.